Manufacturer narrative:
The insulin pump had blank display due to corroded battery cap contact. The device had cracked reservoir tube lip, minor scratches on display window, and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the insulin pump had a blank display after a battery change. Customer stated that the metal piece on the battery cap may be damaged. Customer's blood glucose reading at the time of the call was 12.2 mmol/l. No further info reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states; however, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the unites states.